Event description:
Pt was on dialysis. Blood noted leaking from crack in fistula needle approx 1/4'' from where fistula needle connects to blood line. Pt lost 100-200cc blood. No adverse pt reactions. Pt felt fine. Pt recannulated and treatment resumed. MFR# 2919260-2004-00031.